Event description:
It was reported that a symptomatic pt was admitted to the hosp for sepsis on (B)(6) 2011. Upon revision, the pt expired due to vf arrest. The lead was explanted on (B)(6) 2011.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: abrasion due to friction to the device can was observed. (B)(4).